Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a case of an implant of a 26mm edwards sapien 3 ultra resilia transcatheter heart valve in aortic position by right trans-femoral approach, during advancement of the edwards commander delivery system with the valve through the 14f edwards esheath+ and while exiting the distal tip of the sheath, resistance and a 'jump' forward in the valve was encountered. Upon the delivery system reaching the sheath tip, a tear at the distal tip of the esheath+ was noticed. The patient did not suffer any injury and was noted as to be in stable condition.

Manufacturer narrative:
The investigation is ongoing.